Event description:
The customer ran his blood glucose test on his breeze2 meter and received a reading of 74mg/dl. He ate breakfast and injected his normal insulin dosage. Later at work he experienced hypoglycemic symptoms and went to the hospital. After lunch, according to a lab test, his blood glucose was in his normal range. The customer is expected to return his test strips for evaluation. New meter and strips were sent as replacement.